Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The service department of olympus medical systems india (omsi) checked the subject device and it was found the subject device gave error which indicated the emergency lamp had failed and that the examination lamp had failure. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from omsi, there was the possibility that this phenomenon was attributed to the accidental failure of the emergency lamp due to the breakage of the filament, due to the impact such as vibration or the life of the emergency lamp. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for an unspecified procedure at the user facility, the subject device gave error e207 which indicated the emergency lamp had failed, and it was found the emergency lamp did not ignite. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.